Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The reported event of an error 5 was not confirmed during a review of log files, but an observed warning #5 message was consistent with the unit's date reverting to the year 1970. Based on the information provided to abbott and the investigation performed, the cause for the reported event was consistent with issues associated with the cmems i3 main pcb and issues with the touchscreen calibration.